Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the top and bottom cases are in excellent condition. No visible contamination. Unable to duplicate reported problem. The root cause of the reported issue was not determined. No damage or contamination found on main board. Actions taken to mitigate the reported issue: replaced the main board. Performed power up process and all the functional test passed.

Event description:
It was reported that auxiliary control unit watchdog. No patient injury reported.